Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after being implanted, the implantable pulse generator (ipg) patient's wound was not closed. A pocket revision/debrident was performed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.